Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information from the reporter. Updated fields: b5, d8, e2, e3, g2, h2, h3, h4, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "error e226" was not confirmed. The additional reported failure of sandstorm (poor image) was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was likely that a cable failure caused a communication failure, resulting in image defects. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the reporter. The issue was identified during pre-use inspection for a therapeutic thoracoscopic lobectomy of lung when connected to the video system center and power turned on. The procedure was completed with a similar device.

Event description:
It was reported the camera head presented an e226 error message and sandstorm appeared. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.